Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise suspected to be associated with the sense b node. Device data was sent to rhythmcare for review. Rhythmcare then provided further troubleshooting and programming options. The device was checked in clinic and noise was unable to be reproduced, so the physician elected to continue to monitor this patient. Additional information was received that this device exhibited noise while programmed to the inappropriate shock. The device was subsequently reprogrammed to the secondary vector to mitigate further inappropriate therapy. This system remains in service. No adverse patient effects were reported.